Event description:
The facility reported a pump with failure code 500:320:831:0000. This occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hosp representative.